Event description:
It was reported that during right internal jugular catheter placement, the patient suffered aortic puncture and pericardial tamponade. During resuscitation, the patient's chest was opened and the hole in the aorta was repaired. There is no indication that the device failed in any way. There were no additional complications reported.